Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a competitor device change out, externalized conductors were observed via review of fluoroscopy. It was noted that impedances have been high for the past year. The decision was made to cap the lead.